Event description:
The account alleged the scale reads an error when the scale button is pushed and there are no bed exit functions. No patient impact.

Manufacturer narrative:
The technician replaced the scale power control board assembly to resolve the issue.